Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock was broken when giving medication to patient by syringe pump. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacturer: yes.

Event description:
It was reported that a bd connecta stopcock was broken when giving medication to patient by syringe pump. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 6319980 was reviewed, no related abnormalities were found. Material number 395240 for lot 6319980 was manufactured on 11/30/2016. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections a photograph and a sample were submitted for the purpose of aiding our quality engineer in their investigation. One of the samples displayed the reported failure mode, visual inspection of the devices determined that the septum had detached in one sample. The second sample did not show signs of poor welding. The most likely root cause for this event is related to the welding process, when the mechanical clamps used to hold the device steady struggle fail to load the unit into the proper position for welding to occur. To combat this bd has reinforced inspection of the dials associated with these clamps prior to the start of every run. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
It was reported that a bd connecta¿ stopcock was broken when giving medication to patient by syringe pump. There was no report of exposure, injury or medical intervention.